Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable cassette issue. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for repair. Review of service history shows device came previously in september 2023 for a date and time related issue. The reported problem, "cassette not attached alarm" was replicated when attached cassette and closed latched locked handle. Contamination was found on the downstream occlusion (dso) sensor assembly and is likely the reason for the reported alarm. Replaced dso sensor to resolve reported error. The device passed all functional tests after the repair.